Manufacturer narrative:
(B)(4). Report source: foreign: italy. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was low power. The event timing was not during surgery. No patient involvement or harm. No adverse events were reported as a result of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined the corroded motor ran higher than specifications at 7065 rpm, the rpms should be between 5500 and 6500. Due to lack of customer response, the unit was returned unrepaired. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.